Event description:
Supply changes were performed to address the elevated blood glucose (bg) level and the customer's bg level continued to be elevated. The ketones were being treated with insulin.

Manufacturer narrative:
On 6/2/2017: the customer¿s clinical diabetes specialists follow-up with the customer and provided additional training as well as other type of infusion sets that may work better with the customer. The t:slim x2 user guide states: always remove all air bubbles before beginning insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced elevated blood glucose (bg) levels of 400 mg/dl and moderate ketones. The contact alleged there was an underlying pump issue causing the elevated bg levels. A system check was performed and air bubbles were observed in the infusion set tubing. Reportedly, the contact did not perform the cartridge air removal technique during the initial fill process. Tandem technical support (cts) assisted the customer in priming out the air from the tubing and successfully delivering a test bolus to ensure the pump was functioning as expected. The contact declined removing the infusion set site to inspect the cannula. Cts educated the contact in regards to other possible causes of high bg levels and advised the contact to reach out to their healthcare provider in regards to the pump settings as the customer was relatively new to using the pump for insulin therapy.